Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year old female patient, on two attempts the energy dropped from 200 joules to 10 joules and the device failed to discharge via external paddles (sn: (B)(4)). Complainant indicated that the clinician obtained a set of electrode pads to successfully treat the patient. Complainant indicated that subsequent testing during a 30 joule self test the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The malfunction was duplicated and attributed to a fault within the connector of the apex paddle set. The paddles were replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.